Event description:
Note: this report pertains to one of two devices implanted during the same procedure.it was reported that an uphold vaginal support system (MFR report #3005099803-2013-07596) and a lynx suprapubic mid-urethral sling system (MFR report #3005099803-2013-08455) were implanted into the patient on (B)(6), 2010.according to the complainant, the patient experienced an unknown injury.